Event description:
It was reported that during a septoplasty surgical procedure, small pieces of what appeared to be dried tissue or blood came out of the drill attachment and dripped into the wound. The wound was irrigated , but no contaminate was specifically removed from the wound. The surgery was concluded without any further incident. There was no additional or continuing treatment required/reported.

Manufacturer narrative:
The attachment will not be returned to the MFR for evaluation based on this event. The customer spoke with the MFR quality dept and they then correctly followed given cleaning instructions and other suggestions. After being properly cleaned the device has since been used in other procedures without further incidents.